Event description:
The following information was reported to gore: on (B)(6) 2025, a 65-year-old male patient underwent an percutaneous transluminal angioplasty (pta) procedure, where a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was meant to be implanted in the superficial femoral artery. In this procedure an 8fr introducer sheath (unknown manufacturer) and a 0.035" x 260 guidewire (unknown manufacturer) were used. Reportedly the viabahn device could not be deployed, as it did not open. The viabahn device was removed from the patient and alternatively another viabahn device was implanted successfully in the patient.

Manufacturer narrative:
C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b21, c21, d16: additional information was requested from the hospital and the device will be arranged for transition to gore, where a product evaluation will be conducted. If the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Please provide feedback within 5 days after the initial report has been submitted if gore should not perform any investigation which may involve altering the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6 codes b14, c19: product history review: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H3 other; h6 codes b01, c19, d15: engineering evaluation: evaluation of the returned device indicates an unremarkable device with some evidence of contact with a clinical setting. The reported failure mode of 'failure to deploy' is not consistent with the findings of deployment continued from the knob. Engineering evaluation of the device could not confirm the reported failure to deploy. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. Investigation conclusions: the reported inability to deploy could not be independently confirmed following evaluation of the returned device. Engineering evaluation observed the deployment mechanism to be functional: deployment successfully continued at the knob. Procedural use and benchtop evaluation of the device can be impacted by different factors including but not limited zipper integrity, delivery system support or stiffness, or presence of dried fluid in/on the device. The root cause of the deployment failure could not be established with the available information, including evaluation of the returned device. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
The following information was reported to gore: on (B)(6) 2025, a 65-year-old male patient underwent an percutaneous transluminal angioplasty (pta) procedure, where a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was meant to be implanted in the superficial femoral artery. In this procedure an 8fr x 45 cm crossover introducer sheath (merit medical) and a 0.035" x 260 v18 guidewire (boston scientific) were used. Reportedly the viabahn device could not be deployed, as it did not open. The viabahn device was removed from the patient and alternatively another viabahn device was implanted successfully in the patient. The patient was well after the procedure. The surgeon did not have a suspicion why the viabahn device could not be opened.